Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre reader would not power on with button press or test strip insertion. The customer further reported that on (B)(6) 2020, she experienced symptoms described as ¿dizziness, seizure, and a loss of consciousness¿, and was incapable of self-treating. The customer was taken to the hospital where she was hospitalized for 2 days. She was diagnosed with hyperglycemia and treated with novolog (insulin, dose unknown) injection. No further treatment information was reported. There was no report of death or permanent injury associated with this event.